Event description:
On (B)(6) 2010, a physician was performing a right breast reconstruction with left glut flap using a 3.0 mm flow coupler on an unspecified vessel. The physician reported that he needed to abort the use of the flow probe. The physician left the coupled rings in place and took out the removable probe portion of the device. No further information is known at this time.

Manufacturer narrative:
The flow coupler device was not returned for evaluation. According to the device history record, the devices met specification at the time of manufacture. A 100% functional alignment testing was performed on each device and 100% visual inspection was performed on each assembly during the manufacturing process.